Event description:
It was reported that the patient's implantable neurostimulator (ins) had premature battery depletion issue which was "not holding charge like it used to." The patient had the ins for about 5 years. It was suspected that it could be possible longevity mismatch. Patient reported he used his ipg 24 hrs/day 7 days per week, never turned it off. The patient also mentioned there were some impedance problems with the lead and some of the electrodes weren't working anymore. The nylon carrier for the charger broke constantly. The patient had ins replaced on (B)(6) 2012. There was no patient's symptom reported. The patient outcome was no injury. Additional information will be submitted if there is new information.

Manufacturer narrative:
Product ID, neu_recharger_acc lot#, product type recharger product ID, 3777-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4). "Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete."

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomalies. The returned ins was tested with a known good lead. The proximal end of the lead was connected to the ins while the distal end was placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.